Manufacturer narrative:
No sample received the customer's experience could not be confirmed or reproduced as no sample was received for evaluation and testing. The failure mode of tube bonding failure has been identified in rm5796 rev 13(l) nexiva p-eura. Based on the customer¿s verbatim description, the effects of the device failure were leakage that did not require medical intervention and mucocutaneous exposure with no blood borne pathogen, both of which have limited severity of s2. With low to moderate occurrence, limited severity effects are acceptable risks to the end user. The customer's experience could not be confirmed or reproduced as no sample was received for evaluation and testing. Root cause is indeterminate. The customer's experience could not be confirmed or reproduced as no sample was received for evaluation and testing. Root cause is indeterminate. Severity is limited.

Manufacturer narrative:
Medical device expiration date: unknown. The copy of the medwatch that was submitted to bd, and report does not reference a report number. The lot number referenced on the report is lot# 7164957. This lot# does not match with the given cat# 383516. The customer was contacted and they advised that they incorrectly gave a lot# for a 20g, rather than the correct 22g IV, lot# is still unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the 22 g x 1.00 in. Bd nexiva¿ closed IV catheter system was broken and medication was sprayed onto healthcare workers face. Medwatch report shows "required intervention", no other specifics were given or reported to us.